Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the gantry was having difficulty opening and closing, and the covers appeared to be misaligned. No patient was present at the time of the event.

Manufacturer narrative:
H3, h6): the manufacturing representative went to the site to test the imaging system, reset dingus, and replace the door pin receivers. The system was tested, and all operations were good. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000505, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000138, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000166, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000505, serial/lot #: -, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Please see section e for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.